Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss from hole in cylinder the patient had his inflatable penile prosthesis (ipp) pump and cylinders removed and replaced. The components was explanted and new components consisting of a18cmx9.5mm cylinders and pump were implanted.